Event description:
It was reported that the patient passed away due to respiratory failure and right heart failure. Before passing away the patient was experiencing worsening right heart failure, and they were already maxed out on milrinone at home. The outcome was not considered device or therapy related. The cause of respiratory failure was metabolic syndrome. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. It was noted that right heart failure did not exist previous to the left ventricular assist device being implanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome cannot be conclusively determined through this investigation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including multiple types of organ failure and death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had mild to moderate right heart failure prior to implant but had progressed to severe in (B)(6) 2024 as diagnosed via right heart catheter (rhc) (reported under MFR #: 2916596-2024-07116).